Event description:
On (B)(6) 2011, it was reported that the pt experienced a loss of therapeutic effect over (B)(6). It was reported that the implanted neurostimulator was powered off, and the pt was unable to turn the device back on. On (B)(6) 2011 and (B)(6) 2011, the pt experienced pain in her front lower abdomen like she had prior to having the device implanted. The pain occurred when stimulation was turned on. The pt fell months prior to the reported event. It was also reported that the device was very loose in the pocket, as the pt had lost weight. The pt had an appointment scheduled to see a physician. Add'l info has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).